Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find any other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the gears in evolution keep jamming and could not get smooth deployment. It was reported that part of plug was pulled out and then tried again. Manual compression applied for 40 minutes. It was reported that the patient is well.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to report that the actual device is no longer available and will not be returned for evaluation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device has yet to be returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.